Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was in the range of 50 mg/dl and 70 mg/dl. The customer stated insulin pump keeps giving insulin and they cannot stop it. The insulin pump had change sensor alert and calibration not accepted alert. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.